Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level (351-352 mg/dl) and moderate ketones. Cause was unknown. Prior to going to the ER, the customer attempted to treat the bg by replacing the infusion set site. While in the ER, the customer was treated with intravenous fluids. The customer was released 5 hours later with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.